Event description:
Organization contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave a permanent out of range signal.

Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported permanent loss of "y".